Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 23. Details of surgery: Ridge augmentation and Immediate extraction site. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis, Pain, Mobility and Swelling. No further patient complications were reported.